Event description:
During preperitoneal laparoscopic bilateral inguinal herniorrhaphy with mesh, a grasper malfunctioned. Upon initial inspection of the instrument the surgeon & staff thought all pieces were intact. After the procedure was completed and the instrument was decontaminated with closer inspection it was suspected that a small piece of the hinge mechanism was missing. An xray was taken in phase 2 recovery showing a small metal foreign body. The pt elected to not have further surgery on 4/9 after discussion w/surgeon.